Manufacturer narrative:
Updated fields: b4, d9 e2, e3 g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and resolved the issue by adjusting monitor's internal cable connections. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
Updated data: b4, d4 (brand name, version or model #, catalog #, and unique identifier (UDI) #), g3, g6, h2, h10.

Event description:
N/a.

Event description:
It was reported that during a routine control, the cs300 intra-aortic balloon pump (iabp) unit's console balloon screen does not turn on. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's console balloon screen does not turn on.